Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Patient stated that they think their implant has moved, and first noticed this a couple of weeks ago. They said that they haven't had any falls or trauma. Pt has an appointment with an hcp (doesn't know their name), and is waiting for a call from them. Pt says their back has been hurting more recently but will follow up with hcp. The patient was redirected to their healthcare provider to further address the issue.